Event description:
Display-backlight failure [device issue]. Case description: on (B)(6) 2015, during a routine review of service order findings from a regional service ctr (rsc) in the united states, the company quality manager identified a display-backlight failure with inomax dsir# (B)(4). Although the customer did not report an adverse event with this device, a display-backlight failure in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event. Case comment: on (B)(6) 2015: this is a non-serious, internally-registered, post-marketing device report. No adverse event was reported. The case is considered reportable because a previous similar device failure-display-backlight failure had been associated with serious pt consequence (index case MDR#3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4) (complaint-(B)(4)). The review of service order findings was completed on (B)(6) 2015. Eval summary: inomax dsir# (B)(4) was returned to the manufacturer for service. The regional service center (rsc) review of the service log showed a delivery failure (df) alarm with backlight current below minimum; minimum: 800 counts, actual value: 633 counts. The rsc experienced a pink display and replaced the touchscreen/display. A full functional test was performed and the device operated according to specifications, so it was returned to the device service pool. The root cause for this report is display-backlight failure. This condition will be tracked and trended under the company's quality system. Although the customer did not report an adverse event with this device, this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).